Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump rebooted one time. The reporter denied any damage to battery compartment and stated that the battery cap was secure and the yellow o-ring was not visible. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed evidence of rebooting on (B)(4) 2013. There was no damage observed to the battery compartment. The battery cap was not returned with the pump. A test battery cap was used to complete investigation. The test cap tighten securely to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power interruptions occurring. The pump cover was removed and no defects were found. The power issue could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.